Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection did not notice any external damage. During start up testing, the reported problem was duplicated. The root cause of the reported issue was found to be the normal wear and drift of the force sensor. The force sensor was out of specification. With no pressure applied to the force sensor the reading was -1.01 and count was at zero. Recalibrated the force sensor and that cleared up the problem. Replaced force sensor as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a force sensor error. No patient injury was reported.